Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners and end cap. Unit received with minor scratched lcd window and case. Unable to perform functional test. Due to physical damage to case.

Event description:
Customer reported via phone call that their insulin pump is damaged. The blood glucose reading is 134 mg/dl. The insulin pump will be replaced.